Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of medications for non- malignant pain/ chronic low back pain. The pt exhibited signs and symptoms of infection and underwent antibiotic therapy. The pump was explanted in 1999. The pt recovered from the infection after extended antibiotic therapy.